Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer was hospitalized with an unknown blood glucose (bg) level and diabetic ketoacidosis. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.